Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of thrombus was confirmed but the cause is unknown. A video and three photographs were returned for evaluation. The video showed an IV fluid bag attached to extension tubing. The valve on the extension tubing appeared to be closed and no fluid was seen flowing through the system. Fluid was seen dripping on the exterior of the tubing. The video did not show the implicated 4fr groshong catheter. The three returned photographs were of the patient record. The patient record corresponded with the information recorded in the event description. The follow-up exam record contained an ultrasound. Consistent with the event description, a catheter was present in the left upper extremity and a nonocclusive mural clot was present. Although thrombus formation could be confirmed from the returned ultrasound, the root cause could not be determined from the image; there were no distinguishing features which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that (B)(6) 2025 a specialized nurse performed a ¿superior vena cava PICC catheterization¿ under aseptic technique. The catheterization proceeded smoothly, and the PICC was subsequently used and maintained normally. (B)(6) 2025 7:15 am prior to administering an IV infusion, the nurse routinely aspirated the PICC line and encountered resistance during both aspiration and infusion. Repeated attempts at aspiration proved ineffective. The nurse immediately contacted the specialized nurse, who administered multiple aspirations using (B)(6) units of sodium heparin, yet the issue persisted. Ultrasound of the left upper extremity arteries and veins revealed: left upper extremity venous thrombosis, measurable dimensions approximately 30mm x 6mm. Upon detection of the thrombus, the patient's left upper extremity was immediately immobilized. All procedures involving venous puncture, blood pressure measurement, and similar interventions were prohibited. Consultation with a specialist nurse from a tertiary hospital was initiated. The specialist nurse, considering multiple factors, recommended observation for several days before proceeding with catheter removal. On 2025-8-8, the PICC line was removed while the patient's condition was temporarily stable. The left upper limb thrombosis significantly impairs the patient's mobility and causes psychological distress. Due to a history of gastrointestinal bleeding, thrombolytic therapy is contraindicated.

Event description:
Additional information received on 9/22/2025: ultrasound of the left upper limb vein on (B)(6) 2025 showed normal blood flow with no obvious stenosis (narrowing) of the vessel and uniform echo. No abnormalities were observed in the veins. Follow up exam of the left upper limb vein on an unknown date shows an intraluminal hypoechoic area with uneven low-echo filling near the heart end, measuring approximately 33 mm × 7 mm. The internal echo is homogeneous, and no obvious deformation was observed when pressure was applied with the probe. Exam suggests thrombosis in the left upper limb vein.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.